Event description:
The following has been reported by the customer: customer reported that their primary tubing (m6445475) where another tubing line can be attached is popping out causing dripping onto the floor or patient. No adverse events reported. More information is needed to complete the investigation.